Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump and meter has not communicated ever since they got it. Blood glucose level at the time of the incident was 50 something mg/dl and 30 mg/dl shortly before the call because they have not eaten. Customer completed troubleshooting for pump and meter connection. Self-test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.